Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value and cause were not provided. Reportedly, customer went to the hospital. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.